Event description:
A customer from (B)(6) reported to biomérieux a false susceptible ertapenem result for an external quality control survey sample (asqualab) in association with the vitek® 2 ast-n340 test kit. The customer confirmed the strain identification as enterobacter cloacae complex by maldi-tof. The test result with the ast-n340 card was ertapenem susceptible (mic </=0.5). After the customer received the asqualab expected results of ertapenem intermediate/resistant, they retested the strain again and obtained an ertapenem susceptible result. There was no patient involvement as the event contained an external qc survey sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a false susceptible ertapenem result for an external quality control survey sample (asqualab) in association with the vitek® 2 ast-n340 test kit. An investigation was performed. The strain is a enterobacter cloacae 2017 # 95. The reference method (agar dilution, ad) which was the method used for ertapenem development (formulation etp01n) on ast-n340 gave : etp mic = 0.25 mg/l s. On the eeq report, the results obtained by laboratories are : 29% s / 24 % I / 47% r (for all ast methods combined). The reproducibility testing on vitek 2 ast-n340 cards from cba subculture was performed on five (5) cards (one from customer lot n°1 (cl1) 7800336403, one from customer lot n°2 (cl2) 7800383103 and three from a random lot (rl) 7800427203). Termination (trm) results were obtained for all drugs on two (2) lots tested and mics </= 0.5 mg/l s on the three (3) remaining cards. The customer's susceptible results are reproduced and are within essential agreement compared to the reference ad mic without category error. The vitek 2 ast-n340 card performed as intended and no further action is required.